Event description:
On (B)(6) 2006, a small type ii endoleak was noted with no aneurysm growth. On (B)(6) 2007, the endoleak persisted with no aneurysm growth. On (B)(6) 2007, the type ii endoleak persisted with no aneurysm growth. On (B)(6) 2008, the type ii endoleak persisted and the aneurysm grew in size from 5.6 cm to 6.3 cm. On (B)(6) 2009, the type ii endoleak persisted and the aneurysm grew to 6.6 cm. On (B)(6) 2009, the type ii endoleak persisted and the aneurysm sac grew to 7.2 cm. In (B)(6) 2009, the patient's care was transferred to another physician.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.